Manufacturer narrative:
Concomitant medical products: product ID: 39565, product type: lead. (B)(4).

Event description:
It was reported that there had been some out of range impedances on the patient's implantable neurostimulator (ins). Uploads were generated from the clinician programmer unit during a programming session with the patient. The reports (2 total) dated (B)(6) 2014, and (B)(6) 2014 showed 3 electrodes were involved (# 0, 3, 7) ) with the impedances taken at 0.7 volts. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information reported that there was no adverse event reported in the event. It was also reported that there were a total of 3 impedance reports in the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565, product type: lead, product ID: 37081-60, (B)(4), product type: extension, product ID: 37081-60, (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
The etiology was related to the specifically the extensions.